Event description:
It was reported that pump displayed recurring alarm 20 during insulin delivery, preventing successful cartridge loading and continued use. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, received assistance from technical support in attempting proper cartridge loading, and was provided replacement pump; customer was instructed to place pump in storage mode and return it using prepaid label, which customer understood and acknowledged.